Event description:
I am an anesthesiologist at (B)(6) hospital in (B)(6). I noticed today that in our anesthesia workroom and in several of our operating rooms, we have arrow ak-04700 14ga central venous catheterization "central line" kits that have no date of manufacture or expiration date printed on them. We stock and use several models of arrow "central line" kits in very similar packages, and all of the other ones have expiration dates. We routinely pull and discard medical devices that are on the verge of expiration, but I was told that because these kits have no expiration date printed on them, we do not ever have to discard them. That doesn't seem reasonable to me. The lot number on one of these kits is rf3111258. Could someone please email me at (B)(6) to let me know whether these do or do not ever need to be discarded? These are pre-packaged sterile procedure trays. If you have any questions, please do not hesitate to call me at (B)(6), anesthesiologist. I do not know of any patient on whom other kits without expiration dates have been used. This is a device we use infrequently.